Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Customer stated that the frame was bent causing the rear wheels to rub against the frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. H blocks over tighten loose arms bearing composite wheel issue wheel not true. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the side frames were in good condition with no scratches, broken welds, or dents. The cross brace was in good condition, and the seat rails were able to fit into the h-blocks correctly. The right rear wheel and handrim were in good condition, but the wheel was wobbly. The wheel would come as close as 3/16 inch from the clothing guard and as far away as 7/16 inch from the clothing guard. Functional observation- the wheelchair was able to move and turn freely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having a wobbly right, rear wheel and loose armrests. Complaint of " frame was bent causing the rear wheels to rub against the frame" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. H blocks over tighten loose arms bearing composite wheel issue wheel not true. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the side frames were in good condition with no scratches, broken welds, or dents. The cross brace was in good condition, and the seat rails were able to fit into the h-blocks correctly. The right rear wheel and handrim were in good condition, but the wheel was wobbly. The wheel would come as close as 3/16 inch from the clothing guard and as far away as 7/16 inch from the clothing guard. Functional observation- the wheelchair was able to move and turn freely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having a wobbly right, rear wheel and loose armrests. Customer stated that the frame was bent causing the rear wheels to rub against the frame.